Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 20 mg/dl at the time of the incident. The customer had a car accident due to the low. The customer used a pump and sensors, and had changed both the infusion set and sensor on the morning of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic. The insulin pump will not be returned for analysis.